Event description:
The customer reported that while the unit was in use on a pt, the unit generated an error code 65 (comm hc11 shared ram address). The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the k6a solenoid. The unit was tested to factory spec. It functioned normally and was returned to the customer.